Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/15/2022, 12/22/2022 and 12/29/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temperature alarm message. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) had the customer verify the 1122 error code in the event log. The customer did find a 1122 high blower temperature code in the event log. The rse instructed the customer to verify the air inlet filter was not dirty or blocked, verify that the cooling fan was operational, and then replace the blower assembly and then the motor controller pcba if initial troubleshooting did not resolve the issue. The customer stated that the air inlet filter was pretty dirty. This investigation is ongoing.